Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed liver dysfunction. The 99% stenosed, eccentric and de novo target lesion was located in the non calcified and non tortuous mid right coronary artery (rca). There was timi-3 flow. The lesion was pre dilated with a 3.5x10mm balloon and a 3.5x20mm taxus express2 stent deployed without post dilation. 84 days post index procedure, the patient developed disorder of the liver. The event was treated by changing the antiplatelet medication from plavix to panaldine and was reported to be resolved 25 days later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).